Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has confirmed this reported event of no phacoemulsification power occurred during the prime/tune of the handpiece. The handpiece was re-primed and the case was started and completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported to company representative two cases of phacoemulsification power did not work. The handpieces had to be reprimed. Additional information has been requested but not received